Event description:
It was reported an implant leak and stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro closure device was implanted. Post index procedure, prior to discharge, the patient experienced a stroke. A leak greater than 5mm was discovered around the closure device. The physicians placed a non-boston scientific vascular plug in the patient to close the leak around the closure device. The patient is fully recovered.